Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device had a sticky trigger. It was further determined that the locking components were missing and the device failed pretest for general condition and trigger test. During repair, it was observed that insulation on electronic control unit (ecu) wires were damaged. It was further observed that the bearing on motor was damaged and the bearings and seals were also worn and damaged. It was determined that the setscrew and oscillation head and the trigger parts were also worn. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a total knee replacement surgery, it was observed that the battery oscillator device would not hold the blade device. During in-house engineering evaluation, it was observed that the trigger was sticky. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.